Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the charger would not power up. The cause of the charger of the defective power unit is recessed pins in the power unit connector. The root cause for the recessed pins cannot be positively identified, but is likely a result of excessive force. No adverse event resulted from the defective power units. The pt was issued a replacement battery charger.

Event description:
A pt service rep (psr) contacted zoll customer support after speaking with a (B)(6) female pt. The pt contacted the psr to report that her battery charger was not working. The pt was issued a replacement battery charger.